Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected troponin I /es result from a non-vitros quality control fluid was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing was not performed, therefore an instrument issue cannot be ruled out as a contributing factor. Based on historical quality control results, a vitros tropi es lot 1940 performance issue is not a likely contributor to the event.

Event description:
The customer obtained a non-reproducible, lower than expected troponin I /es result from a non-vitros quality control fluid using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Control result: 0.02002 ng/ml vs. Expected 0.059 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. No patient sample results were affected and there was no allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).